Manufacturer narrative:
(B)(4). The manufacturing process was reviewed and the failure "cut in cuff" was confirmed in the received sample. The failure mode is not confirmed as related with the manufacturing process.

Manufacturer narrative:
Covidien reference number: (B)(4). Device has been received; evaluation is in process.

Event description:
It was reported that the tracheostomy tube cuff was deflated for passy muir valve use. However, the patient became agitated so the cuff was partially inflated. No unusual anomalies or deviance from usual tracheostomy care were reported, however the tube was replaced with another tracheostomy tube.